Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 694765 lead, 407652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had chronic high thresholds. The lv lead was explanted and replaced. It was also reported that the patient's implantable cardioverter defibrillator (ICD) was at early elective replacement indicator (eri) with unexpected battery longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.